Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash all over under the lifevest. The patient saw his primary care physician and was given antibiotics. Follow-up indicated that the rash had improved but the area was still a little tender.